Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro did not have the power to cut. They switched out the power supply and the device worked properly. The hospital did not report any patient effects. The hospital reported that the device may have been connected improperly.

Manufacturer narrative:
The hospital will reportedly not be returning the product in question. The power supply was sent to biomed, it worked properly, and was put back into service. (B)(4).